Event description:
The custoemr reported the pads adapter cable lock was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the pads adapter cable lock was broken. There was no reported patient involvement. The pads adapter cable was replaced to resolve the issue. This investigator evaluated the pads adapter cable and confirmed the turn lock was broken. We will consider this a malfunction of the pads adapter cable where the turn lock was broken.